Manufacturer narrative:
No additional information is available for this event.

Event description:
...

Manufacturer narrative:
(B)(4).

Event description:
One damaged ostase qc vial was discovered in-house at beckman coulter inc. (Bci) which caused the contents to leak. One qc box was affected by the one damaged qc vial. There was no affect to user with regard to this event.